Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter experienced low blood glucose level. The customer's blood glucose level was 25 mg/dl at the time. The customer's mother reported that she needed assistance in connecting meter to the insulin pump and transmitter. She was also getting cannot find sensor signal alarm. The customer declined troubleshooting for low blood glucose. She was treated with food. The customer's other blood glucose level was 73 mg/dl. The insulin pump will not be returned for analysis.